Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# va1153k, implanted: (B)(6) 2015-, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported they their implantable neurostimulator (ins) replaced due to the wire being bent. The wire was leaning right, towards the spine. They decided to replace the lead and the ins. No further information was available. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.